Event description:
It was reported that bd alaris pump module smartsite blood infusion set was occluded. The following information was received by the initial reporter with the following verbatim: during second bag of stem cell infusion on IV tubing set, pump alarmed occlusion fluid side and cells would not advance in tubing. No issues in flushing from y-site.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported the pump alarmed occlusion, and returned one sample of material 2477-0007, lots 24045461 and 24066746. The two samples were visually examined, and the sets had no defects or abnormalities. The sets were then set up to infuse water at 125 ml/hr, and the complaint was verified. There was no flow achieved through the tubing. The root cause for the issue was unable to be identified during failure investigation. The clinical team was contacted about the failure, and they have reached out to the customer regarding clinical practice on stem cell infusions. A device history record review was performed on both lots. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.